Event description:
It was reported that the burr became stuck with a stent and surgery was performed. The 90% stenosed and in-stent target lesion was located in the moderately tortuous and severely calcified right coronary artery. During stent ablation with a 1.50mm rotalink plus, the burr became caught between stent struts and does not fall out. The patient was sent for an additional surgery to remove the burr. No further complications were reported and patient was stable post procedure.